Event description:
It was reported that during an exam the customer placed a pt on the urological table and tilted the system. When the table was at approx 30 degrees, the footboard unlocked from the holder and the pt slid off the table to the floor. The pt was taken to the emergency room where an x-ray of the spine was taken. The pt had some bruising to her head and backside but sustained no serious injuries. The x-ray did not reveal any add'l findings and the bruising was treated with an ointment. The reported event occurred in (B)(6).

Manufacturer narrative:
The system was checked by the local service engineer, (B)(4), and no evidence of mechanical damage was found. The engineer was able to reproduce the reported issue. The assembling attempts showed that the table mattress was often between the holder and the footboard preventing a secure lock of the footboard. After the table mattress was removed, the footboard locked tightly. The engineer performed tests on the footboard by placing 90 kilograms on the footboard in vertical position. No issues were identified during the tests. The procedure for attaching the footboard to the system is described in detail in the operator manual for (B)(4) access. If the customer ensures proper seating (latching) of the foot board, a death or serious injury is unlikely. Customer's address: (B)(6).